Event description:
During a pta to the superficial femoral artery, the balloon ruptured at 10 atmospheres. There was heavy calcification, mild vessel tortuousity and 99% stenosis in the target vessel. There was no report of pt injury. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep.